Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were returned off the needle. The knot has been tightened. The actuator is in the pre-t2 position. A functional evaluation showed the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. Correction in a1 (should be read in blank) and h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device was deployed but it failed to secure; it fell off form the meniscus. The t1 implant was removed from the patient using tweezers. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.